Event description:
It was reported that an asymptomatic patient presented in the clinic for a device follow up. It was noted on a stored electrogram that the device exhibited post paced t-wave oversensing. The device was successfully reprogrammed.